Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the eccentric, de novo lesion was located in the 1st diagonal off the left anterior descending (lad) artery, which was moderately tortuosity, heavily calcification and has a 90% stenosis. A rotablator was used to abrate the heavy calcification of the lad and then the nc voyager 2.75 x 15 balloon catheter was used, but it ruptured at 8 atmosphere (atm) after 5 seconds. Another nc voyager 2.5 x 15 mm balloon catheter was used, but it also ruptured at 8 atm after 5 seconds. A non-abbott balloon catheter of the same size was used without issues. After dilatation with the non-abbott balloon, a xience v 2.5 x 23 mm stent was deployed in the lesion and the procedure was completed. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The nc voyager 2.5 x 15 mm (part # 1011752-15/lot 9092361) is being filed under a separate MFR number. Eval summary: the device was not returned which may aided in the eval and determination of cause. Balloon ruptures can occur as a result of a mfg deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Reportedly the lesion was mildly tortuous and heavily calcified with 90% stenosis, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the pt anatomy, such that the balloon ruptured upon inflation at 8 atm, which is below the rated burst pressure. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, without having the product to examine, a conclusive cause for the reported balloon rupture could not be determined and there is no indication to suggest a product quality deficiency. All balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use.